Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that argyle chest tube fracturing inside patient. Additional information received stating the patient had to have an additional procedure to have the remaining part of the tube removed.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. Few pictures were provided for analysis, and upon reviewing the pictures, the reported issue was observed. The physical device was not returned for evaluation. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to monitor reports and take actions as applicable.